Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 531 mg/dl; cause was unknown. Reportedly, the cartridge had been in use past labeling. Tandem technical support educated the customer on cartridge and insulin labeling. A manual insulin injection was administered to address bg level. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿